Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 8931399.

Event description:
According to the available information a bladder catheter was placed but there was an absence of urine during surgery. Patient was re-catheterized with a new catheter.